Event description:
Complainant alleged that the medics responded to a call for a patient needing medical treatment. Upon the medics' arrival at the patient's home, the patient's heart rhythm was monitored via three lead ECG electrodes. The medics determined that the patient was presenting a ventricular fibrillation heart rhythm. The medics then applied non-zoll brand gel pads to the patient in the apex and sternum positions and the device was charged to 200 joules. The medic then held the paddles in secure contact with the gel pads and then depressed the paddle discharge button, a click was heard, but there was no indication from either the patient or the device screen of any energy delivery to the patient. The medics made two additional attempts to shock the patient at 200 joules, but again there was no indication from the patient or the device screen of any energy delivery. The medics then obtained another device and defibrillated the patient. The patient subsequently expired.